Manufacturer narrative:
Additional information will be submitted once the investigation is completed.

Event description:
It was reported that the unit experienced an e-3 error related to the bulb. It was further reported that after the unit was rebooted, the light functioned.